Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and reservoir does not stay locked in. Device was received with missing reservoir tube o ring. Device had cracked case at display window corners and battery tube threads and minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that she was changing the reservoir and it wouldn't lock and she noticed the ring inside the reservoir compartment had come off. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.